Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient was seen in the hospital for issues unrelated to the device with symptoms of syncope, non-sustained rv oversensing episodes were observed on stored egm. The patient coded and was intubated. Intubation occurring at the time the device delivered a shock. The device detected vf and delivered therapy which converted the patient to sinus rhythm. The initial episodes before shock show a wide complex tachycardia with intermittent ventricular oversensing due to wide qrs complexes on the v sense amp. The device withheld therapy appropriately until undersensing was detected on the securesense channel. Post shock sinus rhythm showed a narrow complex qrs with no oversensing seen. Low r-waves was also noted. Programming changes were recommended. The patient was in stable condition and was in the hospital overnight. It was later reported that the patient expired.